Manufacturer narrative:
Inspected one opened/used sensor and performed bicarbonate buffer test per specification. Sensor passed with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's blood glucose level at the time 508mg/dl. No additional information is provided.